Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 94" (239 cm) appx 7.0 ml, 10 drop blood set w/170 micron filter, dual check valve, clave¿, 200 micron filter, luer lock experienced a separation during patient use. The report stated that the device cracked during transfusion delivery. Fresh frozen plasma (ffp) delivered to the floor (estimated about 1mmls for a 20 ml infusion). There was a delay in care and transfusion is to be repeated. The line was disconnected, and the medical doctor (md) was informed. Was infused via a central line (uvc). There were sample photos provided showing the defective blood tubing setup. There was patient involvement, no patient harm and there was delay in therapy.

Manufacturer narrative:
Two (2) photos were shared by the customer, where a leak of water from a red female luer is observed. However, the source of the leak is not observed. One (1) used. List #b33975, 94" was returned for evaluation. As received an unknown solution residual was observed inside the set. No visual anomalies or damage were confirmed. The returned set was tested as per procedure and no leaks around the set were confirmed after the test. Complaints of crack can be confirmed based on the photo shared by the customer. However, during physical evaluation, leaks were not able to be replicated a probable cause cannot be determined. A device history review (DHR) not be conducted because no lot number(s) was/were identified.